Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a initial reporter via manufacturer representative (if applicable) regarding a patient who was receiving dilaudid (20 mg/ml, 5.5 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient had been experiencing a reduction in pain relief, and a catheter aspiration from the port was attempted. The patient's catheter was cut down to evaluate functionality, was found to be non-functional, and was tied off; a new 8780 catheter was placed. The catheter would not be returned as it was still in use. The issue was resolved and the patient status was "alive - no injury." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.